Event description:
Breast implant dow corning 1980 started with muscle ache, sore throat, joint pain, joint surgeries, fibromyalgia, lupus, fatigue, heart palpitations, and "bqs" rupture. Osteoarthritis, osteoporosis - 1993. Degenerative disc disease. Swelling 1993; musculoskeletal syndrome 2 degree to breast implant 1993; gi, gerd, mixed connective tissue disease, hiatal hernia, mi 1997, fibrositis - 1993. Epicondylitis right and left elbow - 1993. Carpel tunnel, low grade fever and sweating - 1993. Raynauds, renal disease, kidney stone. Arthralgia - myalgia - 1993. Rectal bleeding, gastritis, elevated liver function 2013. Breast implant 1993, hypertension, rashes, 17 joint surgeries, ddd neck, ddd lumbar spine, sleep apnea 2009, thyroid nodules. Hospitalized, ultrasounds. Replaced implants 2005, silicone under muscle.